Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan and experienced symptoms of hypoglycemia and a loss of consciousness. The customer had contact with a healthcare professional who obtained an unspecified blood glucose result on their meter. The hcp administered the customer with a glucose drip and injection as treatment for the diagnosis of hyperglycemia. Note: the treatment of glucose is inconsistent with the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan and experienced symptoms of hypoglycemia and a loss of consciousness. The customer had contact with a healthcare professional who obtained an unspecified blood glucose result on their meter. The hcp administered the customer with a glucose drip and injection as treatment for the diagnosis of hyperglycemia. Note: the treatment of glucose is inconsistent with the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b1 was incorrectly documented in the previous initial MDR report. This section have been updated.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan and experienced symptoms of hypoglycemia and a loss of consciousness. The customer had contact with a healthcare professional who obtained an unspecified blood glucose result on their meter. The hcp administered the customer with a glucose drip and injection as treatment for the diagnosis of hyperglycemia. Note: the treatment of glucose is inconsistent with the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.